Event description:
It was reported via repair work order that the side rail could not be latched due to a malfunctioned latch assembly. Also, the brakes were not holding due to a malfunctioned brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.